Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart tests. No spi to motor pic error alarms or ramping numbers were noted on the display. The pump passed all the operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no off no power anomaly and low battery alert noted. The pump was programmed with multiple bolus deliveries and all boluses registered properly in the bolus history. No history anomaly was noted during testing. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple battery errors and an off/no power alert. Blood glucose level at the time of the incident was 216 mg/dl. The customer also reported that a bolus was not recorded in the history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.